Manufacturer narrative:
The tech replaced the battery to repair the bed.

Event description:
Info received indicates the battery has no charge, but the battery led was on, indicating the battery was charged.